Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device was returned with the pusher and 4fr glide catheter for analysis. The strain relief on the distal heater coil section was noted to be slightly folded. The heater coil appeared compressed. The implant coil was noted to be stuck inside the catheter and was unable to be removed despite repeated flushing. The proximal section of the pusher was extremely stretched. The pusher was dissected to expose the attachment tether tip shape. The attachment tether tip was twisted and appeared to have detached from repetitive manipulations. Based on the available information and evaluation of the returned device, the complaint can be confirmed. The root cause cannot be determined; however, the device exhibits evidence that it was subjected to tensile forces that exceeded its strength specifications. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that during advancement through a 4f catheter, the embolization coil became stuck. During the attempt to remove the coil, it detached in the catheter. Both segments of the coil were removed from the patient together with the catheter. There was no reported patient injury or intervention.